Event description:
Carefusion 8100 infusion pump controllers used with 8015 pump modules have had recurring problems of "air in line" errors during use. Cleaning the "air-in-line" sensor has solved the problem. It is suspected that spiking the infusion bags leads to seepage, which results in a white residue on the sensor over time. It is unclear if routine cleaning of this sensor may help with future problems.